Manufacturer narrative:
Approximate age of device - 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted to the hospital after developing a bacterial driveline infection. The patient received oral antibiotics and the infection resolved. No additional information was received.

Manufacturer narrative:
A root cause for the patient¿s driveline infection could not be determined through this evaluation. The patient remains ongoing on vad support and no additional complaints have been reported to the manufacturer at this time. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii lvas. No further information is available. The manufacturer is closing its file on this event.